Event description:
Clavicle device implanted on (B) (6) 2010. Doctor chose not to place the screw used to fixate the clavicle device per surgical technique. Revision surgery on (B) (4) 2010, to address unk patient issues.